Event description:
Soft tip of aristotle 18 guidewire broke off in right m2 of brain. Surgeon opted to leave the wire tip where it was. Surgeon did try to re-access the vessel but was unsuccessful. Vessel was occluded pre-op and remained occluded post-procedure. Post-procedure patient was awakened, responsive, and extubated.